Event description:
It was reported that the on (B)(6), 2023, the doctor required an imported 4.7 ureteral stent to be inserted into the patient's body. It was stated that the before operation and the package was opened, the product was found broken, and a new one was immediately replaced, no impact caused.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2023, the doctor required an imported 4.7 ureteral stent to be inserted into the patient's body. It was stated that the before operation and the package was opened, the product was found broken, and a new one was immediately replaced, no impact caused.